Manufacturer narrative:
The cartridge alarm 19 is associated with (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process. Then when attempting to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual novolog injections available as alternate insulin therapy.